Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis with the polymer of the tip torn. The reported difficult to position was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In this case, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction/manipulation of the device resulted in the noted torn and wrinkled polymer coating. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, eccentric, mid anterior tibial artery, the command wire transition could not advance pass a certain section of the non-abbott guide catheter. Each device was removed separately from the anatomy without reported issue. A different non-abbott guide wire was attempted with the same outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. *returned device analysis revealed the polymer coating on the tip was torn.